Event description:
It was reported that the patient with an implantable cardioverter defibrillator, right ventricular lead and right atrial lead, has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths at the connector portion of the lead consistent with procedural damage. Visual inspection of the partial lead did not find any anomalies except for procedural damage.